Manufacturer narrative:
Correction: removal of information in section f related to importer - the initial report inadvertently included information in f7: report type. This information is being removed as this MDR is a manufacturer MDR (and not an importer MDR). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned however, a technician evaluated the device onsite. A functional and a prime test were performed and the abnormality was observed. The machine was found performing within the specification limits and it was readmitted to the clinical service. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The log file analysis was performed and showed that on the day of the event at 18:50, the patient fluid removal (pfr) set was suddenly increased by the clinical personnel from 0 to 2000 ml/h. At 19:36 the pfr set was decreased down to 0 ml/h. Finally, the log file records indicate that the blood was returned to the patient before unloading the cartridge (differently than reported). Investigative evidence determined an association between the patient hypotensive symptoms and the pfr erroneously set to 2000 ml/h. Based on additional information received, the prismaflex device was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B1: changed to adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: occurrence date: (B)(6) 2021. Alternate phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt ) with a prismaflex machine, the patient experienced excessive fluid removal resulting in hypotension. It was reported that the patient was intubated, sedated and receiving two vasopressors and blood product. It was reported that the patient's fluid removal rate was set to zero and the gain /loss limit alarm was set to 150ml/3h. However, two days after the start of therapy, the patient experienced hypotension. Crrt was stopped without returning the extracorporeal blood to the patient. The patient was treated for the event by increasing the vasopressor medication and the administration of an unknown amount of fluid replacement. Treatment was restarted using a different prismaflex unit after the patient had been stabilized. The event log indicated that forty two minutes prior to the event, the patient's fluid removal rate was set to 2000ml/h indicating a user error, however, the two nurses in charge were reportedly not present in the room at that time and it was not clarified if the fluid removal rate was incorrectly set by trainees, who were ¿working on or near it before the error¿. No additional information is available.